Event description:
A customer contacted haemonetics on (B)(6) 2010 reporting a blood spill inside an orthopat machine. There was no pt injury or reaction noted. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 reporting a blood spill inside an orthopat machine. There was no pt injury or reaction noted. No operator injury was reported. On (B)(4) 2011 the device was evaluated and a blood spill was verified. The device was scrapped. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).